Event description:
Pt called to report "beeping" coming from device. Asked to come to the clinic immediately for eval. Pt coupled to device for eval and interrogation of device showed indication of device failure. Unable to check additional parameters due to device malfunction. Guidant engineers called for urgent replacement of device. Pt did not want to stay in 2/2001 in spite of physician recommendation, so surgery was scheduled two days later.